Event description:
It was reported that prior to surgery, during instrument inspection, was noticed that the ruler is broke from overuse and needs to be replaced. The procedure was completed using a smith and nephew back up device, with no surgical delay. There was no patient involved when the issue was identified.

Manufacturer narrative:
The device, intended use in treatment, was returned for evaluation. A visual inspection confirmed the threaded tip is broken off the ruler and has not been returned. The device shows significant signs of wear/usage. This failure mode has been previously identified. Although we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture; the information available as a result of this investigation indicates that corrective/ preventive action is warranted. This issue has been submitted to our CAPA process in accordance with applicable internal CAPA procedures. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary.this is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary.